Event description:
A report was received that alleges that the tracheostomy tube neck flange eyelets tore. Thus leaving the tracheostomy tube unsecured. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 302359, expiration date 06/30/2011). Reference medwatch report with (B)(6)for the suspect device used in the compact plus system.

Event description:
Customer reportedly received results of 7.4 mmol/l on the aviva system and 0.6 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.